Event description:
It was reported by the affiliate that during an unk procedure, damaged seal. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 8, 6: information anticipated, but unavailable at this time.